Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) lead pacing impedance measurement greater than 2000 ohms. It was noted there were observations of noise which was being oversensed resulting in pacing inhibition of less than two seconds. Isometrics was performed and the noise could be re-created. Additionally, there were high pacing thresholds. It was suspected that the pacemaker was depleting more quickly than expected due to how the device was programmed at higher outputs. Subsequently, this device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right atrial (ra) lead pacing impedance measurement greater than 2000 ohms. It was noted there were observations of noise which was being oversensed resulting in pacing inhibition of less than two seconds. Isometrics was performed and the noise could be re-created. Additionally, there were high pacing thresholds. It was suspected that the pacemaker was depleting more quickly than expected due to how the device was programmed at higher outputs. Subsequently, this device and ra lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.